Manufacturer narrative:
E1 reporting institution phone number - 06-4861-7377. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00411. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the vent alarm was going off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy noted. The customer replaced speaker #2 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The replaced speaker assembly was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified a solid 8 ohm in specification resistance of the voice coil with pin-to-pin measurements, as well as solder joint to solder joint measurements. This was completed with a fluke 87 multimeter. The pil tech verified that there was no repeat of any alarms when the returned speaker assembly was installed into the pil test device. The pil technician verified that the speaker did emit a distinct audible alarm during an induced alarm condition, and the speaker assembly passed all voltage checks. The pil tech's investigation concluded that there was no problem found, and that the speaker operated as designed. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.